Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead, exhibited high out of range shock impedance of 127 ohms. The physician advised they believe it may be due to a recent medication change. A technical service (t/s) consultant reviewed the data from the home monitor, noting a gradual increase of out of range shock impedance since (B)(6) 2020 of 104 ohms to 127 ohms. T/s recommended lead integrity testing , but advised may be due to patient condition. The device remains implanted. No adverse patient effects were reported.